Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure was completed successfully with a farawave pulsed field ablation catheter. At the end of the procedure the physician looked on the intracardiac echocardiography (ice) catheter and noticed the presence of blood in the pericardium. A pericardiocentesis was performed to drain 165 ml of blood. The patient was stable and successfully recovered from the event. The device is not expected to return for analysis.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure was completed successfully with a farawave pulsed field ablation catheter. At the end of the procedure the physician looked on the intracardiac echocardiography (ice) catheter and noticed the presence of blood in the pericardium. A pericardiocentesis was performed to drain 165 ml of blood. The patient was stable and successfully recovered from the event. The device is not expected to return for analysis. Cardiac tamponade was also noted.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: based on the available information, although no product has been returned as it was disposed of by the site, we have determined that the pericardial effusion and cardiac tamponade are known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. IFU indicates that pleural effusion is a potential adverse event of farawave catheter use. The IFU contemplate the adverse events related to pericardial effusion and cardiac tamponade. Risk review: a risk review performed for the farawave device confirmed that the events of pericardial effusion and cardiac tamponade are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and cardiac tamponade is a known inherent risk of the farawave catheter. Pericardial effusion and cardiac tamponade are expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.